Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/23/2013 with the following findings: the keypad was found to be fully intact; no damage was observed. Moisture was observed in the pump's main compartment. The alleged tactile changes were not able to be duplicated during testing; all keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that up and down buttons were unresponsive, and okay button would sometimes change the brightness of the display. The reporter stated that there was moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.